Event description:
Self-expanding peripheral stent broke into pieces. Reported to ev3 by medwatch: self-expanding peripheral stent broke into 2 pieces. One piece (3/4) was extracted from the pt's upper right leg. The other (1/4) was left in the upper right leg. Surgeon was consulted and stated, "that a sheath should be connected to a flush bag and be sutured in. Pt will be scheduled for the or." Add'l info received in 2004 by mgmt at hosp. Deployment problem came first, maybe due to severe clot occlusion, could not fully deploy stent due to extreme tortuosity at the ilio femoral, and grabbing the delivery catheter. The lesion is heavily calcified and diffusely diseased in the sfa, this is via the contra lateral aproach. Unk if pt returned to the or for intervention.